Event description:
It was reported "pump turned off when patient had bad arrythmia". At the time of this report, no additional information is available from the customer surrounding this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "pump turned off when patient had bad arrythmia" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump turned off when patient had bad arrythmia". At the time of this report, no additional information is available from the customer surrounding this event.